Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the distal right coronary artery (rca). The 2.50x15 mm nc traveler balloon dilatation catheter (bdc) was advanced after optical coherence tomography (oct) confirmed that the calcification had been sufficiently broken up by rotablation. The nc traveler bdc was attempted to perform dilation but ruptured at 8 atmospheres. Reportedly, there was no resistance noted during advancement or removal and the bdc was prepped per the instructions for use (IFU). A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.